Event description:
Description of event: it was reported that a patient with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), underwent a computed tomography (CT) scan and was informed by a nurse that one of their leads was loose. The patient was uncertain whether the loose lead was associated with their (B)(6) stimulator or a non (B)(6) stimulator also implanted. No patient complications have been reported as a result of this event. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".